Event description:
It was reported that during a shoulder procedure using a magnum x anchor, upon loading the suture the snare wire snapped. Another like anchor was opened, however this snare wire also snapped. The procedure was completed by drilling a new bone hole and using a different type of anchor. There have been no significant delays or patient complications reported as a result of this event.